Event description:
The manufacturer received information alleging an issue related to a ventilator's inspiratory and expiratory pressure. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. Visual inspection found a tubing was disconnected on the device's sensor board. The tubing was reconnected to address the issue.